Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient reported feeling shocking at the ipg site while charging. The patient was sent another charging system with the same results. The patient also feels shocking when the device is turned on using the magnet. The patient has not been able to recharge for more than 2 hours due to the pain. The sales representative met with the patient and was unable to establish communication between the programmer and ipg. The representative tried several troubleshooting techniques but was unable to re-program the patient. A fluoro was taken and did not reveal any anomalies. As of (B)(6) 2010, the ipg stopped providing stimulation. The doctor plans to replace the ipg on (B)(6) 2010.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.